Event description:
It was reported that a patient did not believe their pump was effective. The pump was explanted on (B)(6) 2011. It was later reported that there was a suspected catheter break at an unknown location. Baclofen could not be aspirated from the port during a catheter dye study ((B)(6) 2010). On that same day a pump rotor study was normal. The patient was tapered off the lioresal; preservative-free 0.9 normal saline was used in the pump. The patient "continued upper and lower extremity tone" during the drug taper. The patient was not hospitalized; no injury was reported for the patient. The patient outcome following the explant was reported as no injury.

Manufacturer narrative:
(B)(4).